Manufacturer narrative:
A review of the manufacturing records for the device will be conducted. The evaluation is in process. Further information will be provided. The sheath was discarded at the facility and is not available for investigation.

Event description:
It was reported that prior the procedure, the patient had a f-f bypass surgery (date unknown), implant of a bare metal stent at the right common iliac artery - external iliac artery (date unknown), bilateral f-p bypass surgeries (date unknown). On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a 16 fr gore® dryseal flex introducer sheath. It was reported that aorto-uni-iliac procedure was performed as the patient¿s left common iliac artery was already occluded prior to the procedure, and all the devices were inserted from the right side. A contralateral leg component and an iliac extender component were implanted at the intended position without reported issue. Reportedly, during the closure of the access site, no pulse of the right common femoral artery was felt. The angiography imaging revealed that the right external iliac artery was occluded. The thrombectomy and access site repair were performed to treat the occlusion. After the access site repair, a dissection of the right external iliac artery was confirmed. The dissection was treated by implanting a bare metal stent. The patient tolerated the procedure. A cause of the occlusion and dissection was not reported.

Manufacturer narrative:
Additional information: h6: codes. H.6. Code 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.